Event description:
Dealer stated that the cross brace on a 96-2 shower chair has snapped. Additional information obtained from the end user stating that she was in the shower and the left front leg on her 96-2 shower chair bent, causing her to slip off chair and fall onto the shower floor. Enduser advised she felt a shooting, hurting pain in the spine and up the back. She went to the doctor on the day of the event.